Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event since information was received to confirm that this is a duplicate of event reported on MDR 1643264-2019-00116. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that, during a shoulder arthroscopy, the unit ran by itself. The procedure was successfully completed with no significant delay using a back-up device. No patient injury or other complications were reported.